Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with blisters, pustules, infection and tenderness at the needle puncture site she removed the sensor early because the insertion site was tender. After removing the sensor, she noticed that there's a pustules coming out where the sensor wire came from so she went to the emergency room to have the infection checked. She was given antibiotic (clindamycin 20 mg) to be taken every 6 hour to clear up the infection (cellulitis). The infection did not go away so she ended up having surgery on (B)(6) 2023. The medical doctor surgically removed part of the tissue around the infected site and drained the abscess using local anesthetic at the emergency room. She was in the emergency room for 4 hours; the patient was prescribed additional oral antibiotic (doxycycline 100mg) twice a day for 10 days. The patient was discharge the same day ((B)(6) 2023). At the time of the report, the patient was doing fine and the area had improved. No additional patient or event information is available.